Event description:
It was reported that video system center had camera processor not switching on. The issue was identified during device inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.